Event description:
It was reported that during a follow up visit, this implantable cardioverter defibrillator (ICD) was observed to have delivered inappropriate therapy. The health care professional (hcp) called technical services (ts) for further review of the stored episode. Ts reviewed the episode and determined that due to current device programming the sustained rate duration (srd) timed out lead to the device to inappropriately deliver three bursts of anti-tachycardia pacing (atp) and three shocks. Ts provided programming optimization recommendations. At this time, the ICD remains in service. No additional adverse patient effects were reported.